Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced ¿inflammation in peritoneal dialysis¿. The location of the inflammation was not specified. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing at the ¿earlier stage of treatment¿ and was ¿withdrawn at the later stage of treatment¿. No additional information is available as the reporter declined to provide further information.